Manufacturer narrative:
The field service engineer checked the analyzer and adjusted the sample probe wash. Precision testing was performed and passed successfully. The customer ran quality control successfully. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with na, k and cl on a cobas 8000 ise 1800 module. Patient 1: the sample initially resulted in a na value of 111 mmol/l. The sample was automatically repeated by the analyzer, resulting in a value of 115 mmol/l. The following day a new sample draw of the patient at the hospital resulted in a na value of 141 mmol/l. On (B)(6) 2023, the initial sample was repeated, resulting in a na value of 145 mmol/l. The sample initially resulted in a k value of 3.4 mmol/l the following day a new sample draw of the patient at the hospital resulted in a k value of 4.1 mmol/l. On (B)(6) 2023, the initial sample was repeated, resulting in a k value of 4.5 mmol/l. The sample initially resulted in a cl value of 80 mmol/l the following day a new sample draw of the patient at the hospital resulted in a cl value of 107 mmol/l. On (B)(6) 2023, the initial sample was repeated, resulting in a cl value of 106 mmol/l. Patient 2: the sample initially resulted in a na value of 118 mmol/l. The sample was automatically repeated by the analyzer, resulting in a value of 120 mmol/l. The following day a new sample draw of the patient at the hospital resulted in a na value of 138 mmol/l. On (B)(6) 2023, the initial sample was repeated, resulting in a na value of 144 mmol/l. The sample initially resulted in a k value of 4.6 mmol/l and repeated as 5.5 mmol/l on (B)(6)2023. The sample initially resulted in a cl value of 85 mmol/l the following day a new sample draw of the patient at the hospital resulted in a cl value of 104 mmol/l. On (B)(6) 2023, the initial sample was repeated, resulting in a cl value of 101 mmol/l. The repeat values were deemed correct. The initial questionable results were reported outside of the laboratory. The na, k and cl electrode lot numbers and expiration dates were requested but not provided.